Event description:
User received an erroneous ckmb result for one pt sample. Initial specimen was collected from the emergency room in a lithium heparin gel tube; centrifuged for 15 minutes at 3000 rpm and poured off into an aliquot cup. The sample was run from an aliquot cup and the same cup was used for repeat testing. Initial result gave 5.42 ng per ml and was reported. This result was accompanied by a data flag alerting the user the result was lower than the repeat limit defined by the user. The sample was repeated twice giving 2.62 and 2.54 ng per ml. A corrected report was issued. User said there were no adverse affects to the pt due to the erroneous result. The field service rep was unable to determine a cause. Diagnostic and performance check tests were performed to verify analyzer performance.